Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's pump kept alarming no delivery. Customer stated that she changed the infusion set and reservoir. Customer stated that she had three different sets today and there was a no delivery alarm. Customer's blood glucose level was 446 mg/dl. Customer treated with a manual injection of 10 units. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit. Customer stated that the cannula was not bent. Customer was advised to utilize other locations for insertion. Customer was not using the plunger technique to make sure the insulin easily flows from the reservoir to the tubing. Customer was advised to make sure to follow the proper guidelines. Customer was currently using the lower abdomen and stated that there were some scarring in the area. No additional information provided.